Event description:
A malfunction was reported on the customer's pump, identified as malfunction code 9. The customer's blood glucose level was impacted, reaching a high level, but the specific value was unknown. To address this, the customer administered a correction injection through multiple daily injections (mdi) and did not require third-party assistance. The malfunction code was resettable, and technical support assisted the customer with resetting the pump. After the reset, the malfunction code did not recur, and the customer was advised to continue using the pump while being instructed to report any future issues.